Event description:
Biomed requesting an event log review. Reported the door on the module was broken and an overinfusion occurred. Medication infusing was cytaribine and intended programming was 170mg/500 ml to run infuse over 24 hours. A new bag was hung and was empty within 2 hours. There was no patient effect, harm or medical intervention required. Device requested but not yet received. Investigation ongoing, follow up report will be sent when investigation complete.